Event description:
It was reported that during a lap chole procedure, the clips fell out of the jaws of the instrument prior to fully closing. Subsequent clips would not fully close. Clips thereafter, dislodged from the jaws of the instrument. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.